Manufacturer narrative:
When the investigation is finished philips will inform the FDA.

Event description:
Philips has received through the FDA a medwatch report (B)(4) where it was reported ¿during a complex intervention, the cath lab table froze up potentially contributing to distal wire perforation. The collimator control board failed leading to inability to detect source imaging distance, potentially causing reduced speed of image intensifier movement. This equipment malfunction led to non¿visualization of distal wire tip and likely contributed to distal wire perforation. Phillips field service engineer tested equipment and found that filters were stuck in closed position and therefore the patient was receiving only half the reported dose of fluoro that was documented¿. Philips has initiated and investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. Based on the information obtained from the customer, the problems with the system occurred on january 23, 2019 during a complex percutaneous cardiac intervention, which resulted in the distal tip of the wire perforating a vessel. The system was restarted after which treatment of the saphenous vein graft was performed. The customer then used ultrasound imaging to rule out cardiac tamponade due to the perforation. No treatment to address consequences of perforation was necessary and the procedure was terminated. A follow up procedure to treat the remaining vessels was performed in march. With respect to the reported table freeze, the system logfile showed that the table had been locked via the touch screen module (tsm), preventing table movement until the table is manually unlocked again. The table lock/unlock status is displayed on the live monitor. Philips concludes that the table worked as designed and within specifications. With respect to the reduced speed of the image intensifier movement, the system logfile showed that the c-arm stand and the tabletop approached each other so closely that the intelligent collision prevention (icp) feature was activated, which stops or slows the movement of the c-arm, including the image intensifier. The system displays a message informing the user that icp has been activated. Philips concludes that the system behaved as designed and within specifications when it detected a near-collision. Additionally, philips further analyzed the system logfile for the day of the procedure, which showed no malfunction of any part of the system that could have led to inability to detect source imaging distance. Lastly, the system log files show that the filters were moving correctly on the day of the procedure. The filter failure referred to in the user report occurred subsequent to this procedure during system maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.